Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, it was revealed that the right atrial lead exhibited automatic mode switch episodes caused by atrial lead noise. Also, increase in sensing threshold was observed. Atrial lead impedance and sensing was stable. Programming changes were discussed. No interventions were made. The patient was stable.